Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as: 2134265-2016-11566. It was reported that the catheter became stuck on the wire. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the superficial femoral artery. During withdrawal of the device, the catheter severely kinked and stuck on the v-18¿ control wire¿. There were no patient complications and the patient's condition was fine.